Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic bilateral inguinal hernia, when surgeon was inflating balloon, the sides of balloon never would open and inflate. In order to complete the case, another balloon was used. There was no patient harm. Surgical time was no extended by 30 min or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar and dissector balloons appeared to be intact. The obturator was not received. The inflation syringe and insufflation bulb were not received. No visual abnormalities were observed. Pmv performed functional testing which included inflating the trocar and dissector balloons; no leaks were detected. The locking collar and valve functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.